Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01639 / 01640).

Event description:
It was reported patient underwent a phoenix nail procedure on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2013 due to the screws backing out resulting in the "z" effect. The nail was removed and replaced with an affixus nail.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. The migration result could be due to the corelock was not used or tightened properly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01639-1 / 01640-1).